Event description:
A respiratory therapist reported that a nellcor n-200 monitor was on a pt in the home that had expired. The monitor had reportedly not alarmed at the time of the event. Caller wished to have the monitor's alarm function verified. The device was returned for evaluation, and all alarms were found to be functional. Monitor's memory showed extended periods of desaturation, tachycardia, and alarm limit violations. The pt's physician later reported that the monitor had been turned off approximately one and a half hours before the pt was found to have expired.